Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, abcdef)conf; desufflation lever condition, abcdef)conf; inner gasket condition, abcdef)conf; latch condition, abcdef)conf; obturator condition, abcdef)conf; outer gasket condition, abcdef)conf; reset button condition, abcdef)conf; sleeve condition, abcdef)conf; stopcock condition, abcdef)conf and trocar condition, abcdef)conf. Functional tests & results: does safety shield retract, abcdef)nonconf; flapper door functional, abcdef)conf and lockout functional, abcdef)conf; analysis conclusion: based upon the inquiry info received, visual examination and functional test, it was confirmed that the reported "trocars would not arm properly" occurred. Six instruments were received in good condition. The devices were examined and would not arm as received. The handle welds were measured and were found to be skewed. Thirty-five additional instruments were received on 1/5/1998 in the original unopened sterile packages. Seven of these devices were randomly selected and would not arm as received. The obturator handle welds were found to be skewed. The handle is welded during the assembly process.

Event description:
It was reported the devices were used during an unk procedure. It was reported during the procedure the trocars would not arm properly. The customer would like to have all 355ld's from lot #k4864h replaced with like product from a different lot number. Because of this event, the customer has requested return of remaining 355ld's with the same lot number. There was no consequence to the pt.